Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; e1; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual evaluation of the returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. The seal on the outer blister has lifted as a result of the thermal damage causing the seal to be non-conforming. Sterility is considered breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the femoral implant was opened. The inner sterile packaging was mangled and appeared bloated. The inner package was not opened. Another device was used to complete the procedure.